Event description:
Information received from medical affairs states that a patient called requesting coronary stent cards and also reported adverse events. The patient experienced "a heart attack" in 2005 and had three cypher stents placed in unknown coronary arteries. Then ten years post index procedure, the patient reported "feeling sluggish" and the patient was hospitalized and had two additional cypher stents placed in unknown coronary arteries due to "blockage." Events resolved. No further information was obtained.

Manufacturer narrative:
Information received from medical affairs states that a patient called requesting coronary stent cards and also reported adverse events. The patient experienced "a heart attack" in 2005 and had three cypher stents placed in unknown coronary arteries. Then ten years post index procedure, the patient reported "feeling sluggish" and the patient was hospitalized and had two additional cypher stents placed in unknown coronary arteries due to "blockage." Events resolved. No further information was obtained. The patient's medical history is significant for coronary artery disease and diabetes. The sterile lot numbers for the devices is unknown therefore a device history report review could not be performed. Restenosis is a known potential adverse event associated with implanting coronary artery stents. With the very limited information provided, it is not possible to establish a relationship between the devices and the reported event. There is no indication that there is a design or manufacturing related issue therefore no action will be taken. Please note that this medwatch report represents one of three products involved with this event which is associated with MFR report # 3003742446-2011-00392, 3003742446-2011-00393, and 3003742446-2011-00394.